Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the distal tip of the introducer sheath was damaged. Procedural fluid was noted on the stent delivery wire (sdw) and it was found to be broken and the distal section of the sdw could not be removed from the sheath. The stent was returned in its deployed state. The stent was deformed as well. Functional test could not be performed as the stent was returned deployed. Information available indicated that the device was confirmed to be in good condition prior to use and the device was prepared as per the dfu. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent delivery wire was found to be broken. No consequences to the patient were reported.